Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g3; g6; h1; h2; h3; h6. A 40mm glenosphere (lot 64473989) was returned for evaluation. As returned, witness marks and damage are seen on the taper. The buffed surface exhibits damage / scuffs. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the issue. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#: 118001, versa-dial/comp ti std taper; lot#: 984380; item#: 110031422, cr prolong 40mm brng +3; lot#: 64489343; item#: 110031405, mini tray std cocr +6 offset; lot#: 64675203; device evaluated by MFR: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial right shoulder procedure on an unknown date. The patient had a revision of the right shoulder procedure due to disassociation of components.